Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was scheduled for removal of external fixation means. During the procedure the specialist decided to place the patient in lateral position of the operative site. The surgical approach was commenced and the point of insertion was initiated with guide and gouge. The fracture was kept reduced with schanz nails and the guide was passed with its olive. The specialist measured the nail with another guide with olive finding 360mm. The medullary canal was reamed commencing with the 8.5 milling cutter and ending with the 13mm milling cutter. The sun 12 x 360 femoral nail was assembled and calibrated, the femoral nail was impacted. An ap projection taken from the distal portion of the femur showed that the nail needed some more impaction; thus the specialist did some more impaction but observed that the nail fell short. Prolongation of surgery of a few minutes. At the time of reaming into the medullary canal, the transmission shaft was broke, new transmission shaft assembly and hose system, 360mm length. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hrx. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.